Event description:
The readings were recalibrated by echocardiogram on november 24, 2021.

Manufacturer narrative:
No device analysis results are available because the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
All of the pressures since implant were negative. Looking at the logs it appeared that at implant the sensor was calibrated, a reading was taken, and then the mean was recalibrated to the cardiac output value. A recalibration was performed during an unrelated patient hospitalization on (B)(6) 2021. The patient was not treated to the negative waveforms as they had been marked as suspect by (B)(6). The patient's readings were accurate following recalibration.